Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter was retracting causing delay in the spring mechanism. The following information was provided by the initial reporter: insyte autoguard bc angiocath needle retracting. It was described as a delay in the spring mechanism. 20 ga 382533, lot# 2192132.

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter was retracting causing delay in the spring mechanism. The following information was provided by the initial reporter: insyte autoguard bc angiocath needle retracting. It was described as a delay in the spring mechanism. 20 ga 382533 lot# 2192132.